Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Also, implant loosening or fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, material specification the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb, abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a mom-thr surgery had been performed on (B)(6) 2004, the neck of the synergy porous femoral component sz 16 fractured. This adverse event was treated by a revision surgery on (B)(6) 2023. Patient's current health status is unknown.